Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 90 mg/dl, 120 mg/dl, and 180 mg/dl when all tests were performed within 10 minutes on the voicemate system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.